Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesives around both the objective lens and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of peeled adhesive around objective lens and light guide lens was traced to component failure due to usage stress or external factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.